Manufacturer narrative:
H4: the device was manufactured from july 22, 2022 - august 4, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was received for evaluation with 45ml of drug fluid in the bladder. A visual inspection on the returned unit via the naked noted white crystallized drug inside the tubing line. When the luer cap was opened, no signs of fluid were observed flowing out of the distal luer. Examination on the flow restrictor noted evidence of crystallized drug blocking the fluid path at the distal end of the capillary glass located inside the flow restrictor housing. The cause of the under infusion was due to crystallized drug blocking the fluid path. The product labelling, instructions for use indicates the winged cap should be securely connected to the flow restrictor after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. Approximately half the cytotoxic solution had not been administered. This was observed during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.